Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the probe tip unit was chipped and broken. In addition to the reportable malfunction, the following were noted: the ultrasound image had missing signal, and there were scratches on the bending section cover adhesive and distal end. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the broken probe tip was confirmed through evaluation, a definitive root cause of the defect could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the evis exera ii ultrasonic bronchofibervideoscope distal tip of the scope is broken off, with no sharp edges. The issue was found during preparation for use for a therapeutic procedure. There were no reports of patient harm.